Manufacturer narrative:
Visual examination of the returned used, item c9943a confirms the reported problem and found inner blade tip broken off and outer blade damaged. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; - do not apply excessive loading on the shaver blade or bur. - cutting performance is not increased with force. - excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the c99432a, 2.0mm sterling full radius bur's tip broke off during a procedure on (B)(6) 2020. The surgeon did remove the tip. The conmed representative assumed the surgical team was familiar with the product. The procedure was completed as planned, although it is unknown what product was used to complete the surgery. There was no patient injury or impact reported. There was no mention of any surgical delays. This report is being raised as a device malfunction with potential for injury upon reoccurrence.